Event description:
The customer reported an issue with the pump's touchscreen, which was unresponsive and frozen. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.